Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pcu issue of ¿display, dead pixel¿ failure was confirmed as a faulty pcu display during the investigation. On 18nov2024, a pcu was received unboxed and with paperwork. Testing identified the pcu display failing on the pcu. An internal inspection did not identify any observations with the pcu. The pcu will be returned to bd san diego repair center for normal processing and to replace the display. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dead pixel in display. There was no patient involvement.